Event description:
It was reported that the patient had an inappropriate shock due to oversensing of a transcutaneous electrical nerve stimulation unit. Technical services discussed this with the patient. There were no additional adverse patient effects. The system remains implanted.